Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death.

Event description:
Patient's wife contacted dexcom on (B)(6) 2016 to report that the patient passed away on (B)(6) 2016. A cause of death was not reported. A certificate of death was not provided. It is unknown if the patient was using the continuous glucose monitoring device at the time of passing. No additional details were given. Patient's wife declined further contact.